Event description:
It was reported that the anchor was broken during a rc surgery, all the pieces were removed from the patient. A backup device was available to complete the procedure with no major delay. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One 4.5 ultra pk footprint anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture slot. The proximal end of the anchor and inner plug were not returned for examination. The inserter shows no abnormalities. With the limited clinical details provided regarding patient bone quality and site preparation, a root cause cannot be determined. No root cause related to the manufacture of the device can be established.